Event description:
Additional information received has since clarified that the two non working diathermy probes were from same lot number.

Manufacturer narrative:
Additional information received has since clarified that the two non-working diathermy probes were from the same known lot number. Therefore, both unsatisfactory diathermy probes will continue to be investigated under a companion file with manufacturing report number 3003398873-2021-00070. There will be no additional reports anticipated with manufacturing report number 3003398873-2021-00069. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two diathermy probes did not work during a vitrectomy procedure. An alternate diathermy probe was obtained in order to perform and complete the procedure. There was no impact on the patient.